Event description:
S/p bilateral subglandular inframammary h/s gels 275cc for augmentation. Developed immediate encapsulation requiring closed capsulotomy. Since then, the right has been enfolded and it was unsuccessful. Denies decrease in size, but reports left "calcification" (i.e.-firmness) dissolved about 1-2 yrs ago. Denies history of trauma but reports increased pain on right since 1994 leading to a frozen shoulder. Has also developed progressive disabling systemic symptoms. These include arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, hot flashes, headaches, visual changes, dental problems, dizziness, memory loss, dry eyes, hair loss, rashes, sensitivity to sun/cold (positive raynaud's)/chemicals, sob/chest pain, choking sensation, skin tightening, increased cholesterol, weight gain, gi disturbances and easy bruising.